Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported that patient noticed a tingling sensation going up their head close to the area where lead wire goes down from their head to the ins, and patient wanted to know if this was normal. Patient stated that sometimes they turn the device off when patient has botox done. It was reviewed for the patient to try and turn stimulation off to see if the tingling persisted, and it was further reviewed that based on labeling some people may feel a brief tingling sensation after turning therapy on and patient stated the tingling was intermittent. Patient also mentioned that today, after the tingling sensation, they felt dizzy and woozy while walking. It was recommended for patient to follow up with health care professional (hcp) to have the device checked to make sure nothing is wrong. No falls/trauma that could be related to the issue was reported. No further patient complications were reported/ anticipated as a result of this event.